Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the product was returned in a packaging different from the original packaging. The laser marking was readable. Traces of repeated use were visible. The endcap has marks in the thread and the screw¿s internal hexagon is damaged; the first pitch at the screw is also damaged. A device history record review was performed for the main device and all its subcomponents (blade, sleeve, screw, end cap). No abnormalities or deviations were found in these documents. The dimensions of the blade and its components (sleeve, endcap and screw) were checked according to the drawing. Three features were not ok because of visible deformation/ damages on the product. The blade couldn¿t be assembled. Based on the investigation the complaint is rated as confirmed since the received blade couldn¿t be assembled what means, that there is a functional issues as claimed by the customer. The blade was dimensional checked with the result that all dimensions meet the specification, except of the end cap, the thread and the internal hexagon in case of damages. These damages are the reason, that the blade could not be mounted. The material certificates were also checked with the result that it meets the specification. Before the end product is commercialized, it is completely mounted. The damaged features internal hexagon and screw thread are inspected by samples during production as explained above. Therefore it is excluded, that the damages were caused during any production step. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The outcome of the procedure was reported as good; they took another spiral blade to complete the surgery. There was a few minutes delay to the procedure.

Manufacturer narrative:
Patient information not available for reporting. UDI: (B)(4). Device was not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Hospital contact telephone: (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing location: (B)(4). Manufacturing date: 07 feb 2017. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported during a proximal femoral nail antirotation (pfna) and blade procedure on (B)(6) 2017, the spiral blade could not be locked during the fixation of the inserted nail. Another spiral blade was readily available and was used to complete the procedure with no harm to patient. Procedure was delayed an unspecified amount of time. Patient outcome was not reported. Concomitant devices reported: pfna (part number unknown, lot number unknown, quantity 1). This report is for one (1) spiral blade. This is report 1 of 1 for (B)(4).